Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted inappropriate shocks due to noise and high out range pacing impedance measurements. Fluoroscopy noted a fracture near the proximal coil. As a result, the lead was surgically abandoned and replaced. No adverse patient effects were reported.